Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2014. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2013 it was reported that the physician¿s handheld was not holding a charge despite being plugged in. It was stated that the handheld would charge overnight but then once unplugged it would quickly deplete. It was stated that it started over the last few months, but the exact date was unknown. It was stated that the handheld would be returned for product analysis but it has not been received to date.